Manufacturer narrative:
Continuation of d10: product ID unk-nv-fg15 (lot: unknown); product type:; implant date n/a; explant date n/a product ID unk-nv-ped3 (unknown); product type:; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received report that a pipeline flex with shield (ped2) that was not stable against the vessel wall; the ptfe sleeves were entangled on a previously implanted non-medtronic stent during retrieval and the ped2 was stuck in the phenom 27 catheter hub so the whole system had to be replaced. It was noted the ped2 and all accessory devices were prepared as indicated in the instructions for use (IFU). There was no patient harm or injury associated with the issues with the ped2 issues. A second non-medtronic stent was implanted as well as a pipeline vantage (ped3) to complete the procedure successfully. However, there was stent stenosis and the patient had a stroke. The patient outcome was reported to be as alive - with injury. The patient was undergoing the procedure to treat a distal right internal carotid artery (r-ica) unruptured aneurysm. Patient's vessel tortuosity was normal. Ancillary devices: aclino stent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the baseline lesion location was distal aci right. The patient is recovering slowly, at the moment in early rehabilitation. Lysis was done to resolve the stroke. There was no device issue regarding stent stenosis. There was no failure to open. The pipeline was not placed in a vessel bend.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield was found stuck inside the phenom 27 catheter, within the inner pouch, outer carton, bio-hazard bag, and shipping box. Damage location details: both the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal and proximal ends were found to be opened and frayed. The pushwire showed no bends, and there were no defects observed in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined, with no damage found. However, the catheter body was found to be accordioned from 6.5 cm to 11.8cm from the distal tip. No other anomalies were observed. Testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, resistance was observed at the damaged locations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.